Event description:
It was reported that an asymptomatic patient presented in clinic for device check. Upon interrogation, the atrial lead exhibited noise. The noise was reproducible with pocket manipulation. During generator change procedure, insulation breach was seen on the lead. The physician elected not to explant the lead. The lead was repaired. The patient was in a stable condition.